Manufacturer narrative:
Additional information: b5, b7.

Event description:
It was reported from the definitive observation unit that there was an over infusion of potassium chloride intravenous piggyback premix 20 milliequivalents. The infusion was started at 15:37 with a rate of 40ml/hr with a volume to be infused of 100ml, and at 15:52 the nurse noticed the patient jerking, desaturated to 50% while on oxygen at 35% fio2, and that the IV bag was found empty. The adult patient was reported to have an episode of hypotension and bradycardia. Levophed was restarted and titrated. The patient subsequently died on an undisclosed date; the customer confirmed that the patient did not die as a result of this event. No further information was available.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported from the definitive observation unit that there was an over infusion of potassium chloride intra venous piggy back premix 20 milliequivalents. The infusion was started at 15:37 with a rate of 40 cc/hr with a volume to be infused of 100 ml, and at 15:52 the nurse noticed the patient jerking and fio2 desaturated from 50% to 35%, and that the IV bag was empty. The patient was reported to have an episode of hypotension and bradycardia. Levophed was restarted and titrated. No further information is available.

Event description:
It was reported from the definitive observation unit that there was an over infusion of potassium chloride intravenous piggyback premix 20 milliequivalents. The infusion was started at 15:37 with a rate of 40ml/hr with a volume to be infused of 100ml, and at 15:52 the nurse noticed the patient jerking, desaturated to 50% while on oxygen at 35% fio2, and that the IV bag was found empty. The adult patient was reported to have an episode of hypotension and bradycardia. Levophed was restarted and titrated. No further information is available.

Manufacturer narrative:
The report of an overinfusion of kcl was not confirmed. The pcu event log shows pump module s/n (B)(6) was in use and infusing a primary infusion of IV- no additives (drugid 1) at a rate of 10ml/hr (initially programmed at 12:38 pm on (B)(6) 2020). At 1244 pm, the user changed the rate to 40ml/hr and infused until 3:49 pm when the infusion was paused and then restarted 29 seconds later. The log shows the infusion was paused again at 4:09 pm and then restarted at 4:11 pm the infusion then ran at this rate until 4:37 pm, when the rate of the primary infusion was changed back to 10ml/hr and ran at this rate until 5:55 pm when the device was channeled off. Potassium chloride programming was not observed in the event log for the reported timeframe. A review of the pcu error log found no errors during the time of the reported event. The starting/ending volume of the fluid container cannot be determined through device logs. The pump module and administration sets were not returned for investigation. Device history review: review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 01mar2012. A review of the device service history record was performed beginning from the date of manufacture to the present date 14july2020 and indicated that this device has been previously returned 1 time for service for a broken bezel and a broken case and both were replaced. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The root cause of the reported kcl overinfusion was not identified. H3 other text : log review only.

Event description:
It was reported from the definitive observation unit that there was an over infusion of potassium chloride intravenous piggyback premix 20 milliequivalents. The infusion was started at 15:37 with a rate of 40ml/hr with a volume to be infused of 100ml, and at 15:52 the nurse noticed the patient jerking, desaturated to 50% while on oxygen at 35% fio2, and that the IV bag was found empty. The adult patient was reported to have an episode of hypotension and bradycardia. Levophed was restarted and titrated. No further information is available.

Manufacturer narrative:
Additional info provided in a1, a2, a3, and a4.